Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's mobile power unit (mpu) flashed a yellow wrench alarm and power cable disconnect alarms with an audible intermittent beeping tone. The patient came into the clinic and the yellow wrench alarm on the mpu was no longer present and the green power "on" button was present on the mpu. However, when the patient connects to the mpu, their system controller alarms for power cable disconnect on both the white and black patient cables. The patient was stable and moved onto battery power. The patient changed the aa batteries in the mpu at home to troubleshoot the alarms but it did not work. The mpu was inspected and the integrity of the pins on the mpu and controller were checked and looked fine. A new mpu was requested and exchanging the mpu resolved the alarms. The exchanged mpu will be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms when connected to the mobile power unit was confirmed via evaluation at the service depot. The mobile power unit (mpu) (s/n: (B)(6)) was returned to the service depot for analysis and the reported event was verified. The unit was powered on and connected to a test mock loop and the test controller alarmed for connect power immediately. The reported issue was isolated to the patient cable. The cable was replaced, and a functional check was performed and passed. Preventative maintenance was performed, and the cable was forwarded to ppe for further analysis. Further analysis of the returned cable confirmed the reproduced alarm. The patient cable was connected to a test mpu, and test mock loop and the connect power alarm activated. The cable underwent insulation and continuity testing and passed, despite manipulation of the cable by hand. The cable jacket was stripped and submerged into a saline bath for high potential testing. The test revealed current leakage in the orange wire, 15 vcc power line, and a cut was observed. A root cause for the reported event was determined to be due to the damage on the mpu patient cable and the orange wire shorting to shield; however, a root cause for the damage was unable to be determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ cautions the user to never twist, kink, or sharply bend the mobile power unit patient cable, as it may cause damage to the wires inside. Heartmate 3 instructions for use section 4 - ¿system monitor¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.